Event description:
It was reported that a malfunction alarm occurred with the pump, specifically identified by a malfunction code. There was no reported impact on the customer¿s blood glucose level, as the customer declined to provide this information. The customer had already attempted to reset the pump, and tandem technical support replaced the pump within warranty. The customer was instructed to return the problematic pump within ten days and was provided with a pre-paid label and return box.